Manufacturer narrative:
No further follow up is planned. Evaluation summary the aunt of a male patient reported that insulin was dripping through the needle after performing the injections using his humapen luxura device and after waiting 10 to 15 seconds with needle inside of the skin, and that the device was not selecting the dosage and the injection button was jamming. He experienced increased blood glucose levels. The device was not returned for investigation (batch 1305b01, manufactured may 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device and confirm it was functioning normally. A complaint history review of for the batch did not identify any atypical trends with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with a high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company to a report a product complaint and adverse event, concerns a (B)(6) light brown male patient. Medical history and concomitant medication were not provided. The patient received human insulin regular (rdna origin) regular (humulin r), cartridge, 3 iu in the morning, 3iu at lunch and 2 iu or 3iu in the evening at 6 p.m.; subcutaneously, daily, indicated for diabetes type I, starting in 2013. The patient also received human insulin (rdna origin) nph (humulin n) cartridge, 6 iu in the morning, 6iu at lunch and 4iu or 6 iu at night 9 p.m.; subcutaneously, daily, indicated for diabetes type I, starting in 2013. The human insulin regular was delivered via humapen luxura champagne only and it was unknown how the human insulin nph was delivered. According to the reporting consumer, since (B)(6) 2016, three years after starting treatment with human insulin regular and nph and approximately two years after starting using the humapen luxura champagne, the patient glucose was high. Additionally, it was reported the humapen luxura champagne had a defect, because the human insulin regular was dripping through the needle after performing the injections and after waiting 10 to 15 seconds with needle inside of the skin. The reporting consumer stated the patient s blood glucose was more or less between 300 mg/dl and 400mg/dl. As of (B)(6) 2016, the device continued presenting issue, as it was not selecting the dosage and the injection bottom was jamming (batch number 1305b09/pc 3729701); and therefore, the patient glycaemia remained very high at 500mg/dl and 600mg /dl. The event of glucose was high was considered serious due to medically significant reason by the company. As corrective treatment for the event of glucose was high/ very high at 500mg/dl and 600mg /dl, the dose of insulin was increased. The patient was recovering from blood glucose increased. The needles were never reused, the device was storage at room temperature and it was always primed before performing injections. The injections sites were on the buttocks, thighs, arm and belly. The status of human insulin nph and human insulin regular was continued. The patient's aunt operated the device and she was a trained user. It was unknown for how long the humapen luxura champagne model has been used; however, the reported device had been used for approximately two years. The device was not returned. The reporting consumer did not relate the event of glucose was high/ very high at 500mg/dl and 600mg /dl to human insulin regular. No other relatedness opinion was provided. This case is cross referenced to (B)(6) (same patient). Update 02aug2016: additional information received on 01aug2016 from the same reporter was processed within initial case. Edit 03aug2016. Case was opened to enter medwatch device fields for device mailing. No new information. Update 22aug2016: additional information received on 22aug2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to a report a product complaint and adverse event, concerns a (B)(6) male patient. Medical history and concomitant medication were not provided. The patient received human insulin regular (rdna origin) regular (humulin r), cartridge, 3 iu in the morning, 3iu at lunch and 2 iu or 3iu in the evening at 6 p.m.; subcutaneously, daily, indicated for diabetes type I, starting in 2013. The patient also received human insulin (rdna origin) nph (humulin n) cartridge, 6 iu in the morning, 6iu at lunch and 4iu or 6 iu at night 9 p.m.; subcutaneously, daily, indicated for diabetes type I, starting in 2013. The human insulin regular was delivered via humapen luxura champagne, (batch number 1305b09/(B)(4)) only and it was unknown how the human insulin nph was delivered. According to the reporting consumer, since (B)(6) 2016, three years after starting treatment with human insulin regular and nph and approximately two years after starting using the humapen luxura champagne, the patient glucose was high. Additionally, it was reported the humapen luxura champagne had a defect, because the human insulin regular was dripping through the needle after performing the injections and after waiting 10 to 15 seconds with needle inside of the skin. The reporting consumer stated the patient s blood glucose was more or less between 300 mg/dl and 400mg/dl. As of (B)(6) 2016, the device continued presenting issue, as it was not selecting the dosage and the injection bottom was jamming; and therefore, the patient glycaemia remained very high at 500mg/dl and 600mg /dl. The event of glucose was high was considered serious due to medically significant reason by the company. As corrective treatment for the event of glucose was high/ very high at 500mg/dl and 600mg /dl, the dose of insulin was increased. The patient was recovering from blood glucose increased. The needles were never reused, the device was storage at room temperature and it was always primed before performing injections. The injections sites were on the buttocks, thighs, arm and belly. The status of human insulin nph and human insulin regular was continued. The patient s aunt operated the device and she was a trained user. It was unknown for how long the humapen luxura champagne model has been used; however, the reported device had been used for approximately two years. The device will return. The reporting consumer did not relate the event of glucose was high/ very high at 500mg/dl and 600mg /dl to human insulin regular. No other relatedness opinion was provided. This case is cross referenced to (B)(6) (same patient). Update 02aug2016: additional information received on 01aug2016 from the same reporter was processed within initial case.